Event description:
The user facility reported this malfunction as an adverse event on user facility form 3500 MDR number 3400020000-2007-0001. There was no pt or user harm reported, so this is not an adverse event. It was reported that there was smoke coming from the device. The device was not turned on. It was plugged into the wall to keep the battery charged.

Manufacturer narrative:
The user reported that a third party battery failed and burned a hole through the case of the device. Note that the battery in use is not approved for use in this device. Although the failed device was not returned to welch allyn, the user description of the failure is sufficient to enter the evaluation codes above.